Event description:
It was reported that the pump module alerted to add volume. However, when the nurse added volume they discovered that there was no medication in the IV line, but rather air around the site near the medication filter being used for remicade infusion. The nurse stopped the pump from allowing air to be delivered, and no air reached the patient. The devices were later sent to a third party servicer. Their technician performed testing the units per the manufacturer¿s service manual and found that the units passed all tests and within manufacturer¿s specifications for all parameters. They were unable to duplicate the reported problem. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible additional information: imdrf annex a,b and g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module alerted to add volume. However, when the nurse added volume they discovered that there was no medication in the IV line, but rather air around the site near the medication filter being used for remicade infusion. The nurse stopped the pump from allowing air to be delivered, and no air reached the patient. The devices were later sent to a third party service. Their technician performed testing the units per the manufacturer¿s service manual and found that the units passed all tests and within manufacturer¿s specifications for all parameters. They were unable to duplicate the reported problem. There was patient involvement but no harm.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.